Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the exact post-op concerns for the patients that underwent a partial nephrectomy? Additionally, for each patient please provide the following information: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative anastomotic leak? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and an absorbable hemostat was used. The surgeon did not irrigate or remove excess. Several days post op, the patient presented with leak at the anastomotic site of the urethra. A catheter was placed in the patient and the anastomotic leak was stented for treatment. The only change the surgeon made was switching from arista. The patient's status is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/16/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: where was the surgicel used (on what tissue)?see videos - how much surgicel was used during the procedure? For most cases 1 surgicel powder device was emptied completely. Was the surgicel product left in place? Was the excess irrigated and removed? It was not irrigated and removed although the surgeon had been counseled to irrigate and remove excess. What were current symptoms following the index surgical procedure? Onset date? Postoperative leaks on the prostatectomies anywhere from day 3 to day post op has any surgical or medical intervention been performed? The patients with bladder leaks after prostatectomies were cathed. What is physician¿s opinion as to the etiology of or contributing factors to this event? He felt that the surgical was impeding tissue healing. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative anastomotic leak? He felt that the what is the patient¿s current status? Patients are all okay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? What was the intended use of the surgicel?